Event description:
It was reported, that 3 bd alaris smartsite gravity set, experienced air in line. The following information was provided, by the initial reporter: account states, that item #47233e is missing roller clamp. And has excessive bubbles in line.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 31-mar-2023. H6: investigation summary: two samples, were received for quality investigation. One of the samples received was unopened, still in the original packaging. The other sample was not in its original packaging. The customer complaint of air-in-line was not verified, during testing. The samples were primed and check for flow to replicate the reported air bubbles/air in line. The air bubbles/air in line issues were not replicated, when testing the samples. A device history record review for model#: 47233e, lot number#: (B)(4) was performed. There were no quality notifications issued, for the failure mode reported by the customer, during the production build of this set.

Event description:
It was reported that 3 bd alaris smartsite gravity set experienced air in line. The following information was provided by the initial reporter: account states tha item #47233e is missing roller clamp and has excessive bubbles in line.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.